Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) who performs pd therapy with a homechoice (hc) device passed away due to an unreported cause. The event occurred after use of the hc for pd therapy (not further specified). No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record, service history and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. A one hour simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.